Event description:
A user facility returned the olympus, model ch-s190-xz-e, hd autoclavable camera head to olympus for repair due to a report of a "crack on camera head." Upon inspection and testing of the returned device, rust was found on the shaft of the coupler. This report is submitted due to the rust found on the shaft of the coupler. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found rust on the shaft of the coupler. Additional evaluation findings are as follows: control unit appearance defects; air/water leakage; image quality abnormal due to white dot. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 22-march-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the corrosion could not be determined. Olympus will continue to monitor field performance for this device.